Event description:
It was reported that a device turned off without user input. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating the device. A supplemental MDR will be submitted when the device evaluation is submitted.